Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The hdf-3500 passed out qat from heartsine technologies on the 28th february 2018. A visual inspection of the device revealed the positive terminal pogo-pin was shorter than the other pogo-pins. After further investigation it was found that the reported fault could be attributed to the failure of the +ve terminal pogo pin. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
Red status indicator. Reportable us only.